Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device, product ID 3057, lot# unknown ,product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. Product ID 3057, lot# unknown, product type screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd:unknown, UDI#:unknown; product ID: 3057, serial/lot #unknown, ubd:unknown, UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture field representative regarding a trial patient using and external neurostimulator (ens). It was reported that during implantation of the leads for a basic eval the patient started to report feeling very anxious and that their shoulder was hurting. The healthcare professional completed testing, inserting the leads, and taped everything down. Shortly after the patient became incoherent, combative, and couldn¿t speak. The manufacture representative left the room to call for an ambulance to take the patient to the hospital. The manufacture representative did not know the status of the leads to see if they were left in or removed. The patient was taken to the hospital. No further complications were reported. [Patient medical history includes abdominal hernia, stroke hypertension kidney disease. Cerebral arterial occlusion].

Manufacturer narrative:
Device code (B)(4) is no longer apply to this event, so review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.